Event description:
Our distributor reported that the diameter of rt132 infant breathing circuit adapter was too small to fit into the circuit. This was found prior to use. No patient consequence was reported.

Manufacturer narrative:
The complaint device was visually inspected and checked against the connector drawing. Results: the dimensions of the tube adapter are within the drawing specifications. Conclusion: the rt132 connector was sized to specification. The other connector that was connecting to the rt132 is not manufactured or supplied by us. It is likely that this connector was either not suitable or was at fault.